Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the brush would not expel through the scope due to malfunction. The brush was kinked at the top, keeping the brush from coming through. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device (both sheath and wire) was kinked and buckled in several locations. Functional evaluation found that when the handle was actuated, the working length bunched up due to the kinks in the working length. The brush would not extend without assistance. However, the brush would retract without issue. The brush was attached to the rest of the device and was not bent. Based on the investigation finding that the brush was not bent, this is no longer considered a reportable event. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the brush would not expel through the scope due to malfunction. The brush was kinked at the top, keeping the brush from coming through. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.